Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
The lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited an out of range shock impedance measurement. Noise was also observed on the shock channel. The local field representative reported that the impedance measurements have histrocially been low for the patient. The patient has been scheduled for an in clinic follow up. No adverse patient effects were reported.

Event description:
The patient was seen for an in clinic follow up. Out of range impedance measurements were unable to be recreated with patient isometrics or through multiple lead tests. It was noted that the patient underwent a non-device related surgical procedure involving electrocautery the day that the out of range measurement was observed. All lead measurements are within an acceptable range. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.